Event description:
It was reported the guidewire was observed kinked at the time of removing it, which made it impossible to pass the catheter, so both are removed and a new catheter was used. No patient harm reported. It was reported the patient made a complete recovery and "the only affectation to him was the prolongation operative duration".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was observed kinked at the time of removing it, which made it impossible to pass the catheter, so both are removed and a new catheter was used. No patient harm reported. It was reported the patient made a complete recovery and "the only affectation to him was the prolongation operative duration".